Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke, hemorrhage and hypertension are known potential adverse events as listed in the instructions for use. Although a conclusive cause for reported adverse patient effects and relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that 4 days post rx acculink stent implantation in the right internal carotid artery the patient presented to the emergency room with slight confusion and apraxia, which was diagnosed as a stroke. CT scan showed an acute frontal hematoma. The patient was hospitalized and treated for hypertension. The event resolved on (B)(6) 2011 and the patient was discharged. No additional information was provided.